Manufacturer narrative:
The device was implanted in the patient; therefore, a device investigation could not be performed. Without the return of the device, the root cause of the problem could not be determined. The manufacturing records for the lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils and a non-penumbra microcatheter. During the procedure, the physician successfully placed a ruby coil in the target vessel using the microcatheter. The physician then advanced the next ruby coil into the target location using the microcatheter; however, the physician decided to retract the ruby coil to reposition it. While retracting the ruby coil, the physician experienced resistance and the ruby coil unintentionally detached within the microcatheter. The physician then used saline to flush the detached ruby coil out of the microcatheter and into the target location and the ruby coil was successfully implanted. It was reported that the ruby coil might had become caught on a loop of the previously implanted ruby coil, causing resistance. The procedure ended at this point. There was no report of an adverse effect to the patient.